Event description:
A medwatch with uf/importer report number: (B)(4) was received by integra lifesciences corporation from the FDA on 12/12/2011 with the following info: during positioning, the clamp slipped, causing a 2-3 inch laceration on the left scalp behind the ear. The laceration was closed with staples. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.